Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer's blood glucose was 124 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. Troubleshooting was not completed as the customer did not have new batteries for insertion. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.